Manufacturer narrative:
This device report is being submitted late as a result of the exemption transition period following the revocation of mentor¿s psr exemption #e2007003. This report contains supplemental information for mentor psr reference number ip-00514835. Device investigation summary: upon receipt of the sample, the device contained clear gel. No foreign material was observed within the device or on the shell surface. During initial examination, it was noted that the siltex was cracking and that there were parallel lines of shell wear on the anterior and posterior aspect, suggesting in-vivo folding or creasing of the device. Leak testing was performed in accordance with mentor procedures and no leak sites were detected. No other anomalies were observed. Rupture complaint was not confirmed. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this lot. Rupture, as indicated in the product insert data sheet (pids), is a known complication associated with mentor mammary prostheses. Mentor is aware that, over time, gel-filled implants may rupture due to fluid leakage. Causes of rupture of gel-filled implants include but are not limited to the following events: damage from surgical instruments, intraoperative or postoperative trauma, excessive stresses or manipulations as may occur during daily routines such as vigorous exercise, athletics, routine manual massage and intimate physical contact, mechanical damage prior to or during surgery, closed capsulotomy, capsular contracture and origins which are simply unknown. Granulomas are noncancerous nodules that are a common tissue reaction to the presence of a variety of foreign materials, such as silicone. Postoperative formation of a fibrous tissue capsule around an implanted device is a normal physiologic response to the implantation of a foreign object. Capsule formation occurs in all patients in varying degrees. Capsules range from thin to heavily-thickened. This phenomenon is referred to as capsular contracture. The severity of this condition varies with each individual. Capsular contracture can make the breast harder and firmer than desirable, which may result in breast asymmetry, discomfort or pain. As stated in the instructions for use, capsular contracture is a known complication associated with these devices. Reason for device explant and/or reoperation: rupture, capsular contracture, and granuloma. Manufacturer report number: (B)(4).

Event description:
This report contains supplemental information for mentor psr reference number ip-00514835. It was reported that a (B)(6) caucasian female patient underwent a primary breast augmentation with a 325cc mentor memorygel breast implant and experienced postoperative bilateral rupture, left-sided granuloma, and left-sided capsular contracture baker grade IV. On (B)(6)2019, the ruptures were identified via ultrasound. The left-sided capsular contracture and granuloma diagnoses were confirmed after a mammogram. As a result, the patient underwent bilateral explantation on (B)(6) 2019 and replaced both sides with 350cc mentor memorygel breast implants (catalog number 3503501, left-sided serial number (B)(4), right-sided serial number(B)(4)). This report is for the patient¿s left-sided device.